Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 11.5-12.0cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. (B)(4).

Event description:
This report is to advice of an event observed during analysis.